Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure and the procedure was completed by reconnecting the footswitch in the examination room. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch cannot control exposure. Upon further inspection, the fse determined that the wired footswitch was defective. The fse replaced the wired footswitch and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot switch failed. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.